Manufacturer narrative:
In response to FDA report number: mw5087958. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: pain, sensation decrease, and inflammation. These are a known potential adverse events addressed in the product labeling.

Event description:
Patient reported left side rupture, "pain in their breast, neck and shoulders," "numbness in the hands and fingers," "burning sensation in breast, neck and shoulders," and "overall inflammation," device has been explanted.